Manufacturer narrative:
Investigation summary: bd was provided with a photo for catalog 301947 lot 1812228 to investigate for this record. The foreign matter was identified as printing foil particles in the syringe outside the fluid path. As a result, bd was able to verify the reported issue. The process used to print the scale in bd discardit syringes is called "hot stamping" process, in which, through a heated metal stamp, the scale is transferred from the printing foil to the barrel. In some cases, this printing foil due to a clog in the printing station, has to be cute by the operator. When this situation happens, the machine stops automatically and the operator should cut the printing foil reel to solve the clog. During this cutting process of the printing foil, some particles could remain in the machine, and in this case, these foil particles finally ended in one syringe barrel, producing the reported issue. Therefore, the reported nonconformance is caused by a defective foil reel and human error. Bd concluded that it has been an isolated case with a negligible frequency of occurrence. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time. Investigation conclusion: after analyzing the picture of the affected sample provided to the manufacturing site for evaluation, bd could see the reported foreign matter and confirm the reported issue. The process used to print the scale in bd discardit syringes is called "hot stamping" process, in which, through a heated metal stamp, the scale is transferred from the printing foil to the barrel. In some cases, this printing foil due to a clog in the printing station, has to be cute by the operator. When this situation happens, the machine stops automatically and the operator should cut the printing foil reel to solve the clog. During this cutting process of the printing foil, some particles could remain in the machine, and in this case, these foil particles finally ended in one syringe barrel, producing the reported issue. Therefore, the reported nonconformance is caused by a defective foil reel and human error. Bd concluded that it has been an isolated case with a negligible frequency of occurrence. Root cause description: the foil particle inside the syringe was produced due a defective printing foil reel and operator error during the reparation process. Rationale: we can ensure that the probability of finding this kind of defect is isolated and any recurrence is really unlikely in our products since review syringe DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required.

Event description:
It was reported that before use of the syringe s2 10ml 21ga 1-1/2in bd china there was foreign matter in syringe when opening the package. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: it was found foreign matter in syringe when opening the package.